Manufacturer narrative:
On (B)(6) 2025 the patient reported skin irritation in the form of irritation; itchiness and blisters/welts while utilizing the electrode - adapter - flex along with electrode - pad - foam - vermed a10091. There is a report that the patient sought medical treatment and treated the irritation with a prescription topical steroid. There is no report that the patient was treated with an over-the counter medication. The patient did not take a break or discontinue service. The patient followed the instructions for skin prep. There is a report that the patient reported skin sensitivity/allergy to adhesives and metals, and can only wear gold jewelry. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years old and is allergic to metals and adhesives. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2025, the patient reported skin irritation in the form of irritation; itchiness and blisters/welts while utilizing the electrode - adapter - flex along with electrode - pad - foam - vermed a10091. There is a report that the patient sought medical treatment and treated the irritation with a prescription topical steroid. There is no report that the patient was treated with an over-the counter medication. The patient did not take a break or discontinue service. The patient followed the instructions for skin prep. There is a report that the patient reported skin sensitivity/allergy to adhesives and metals, and can only wear gold jewelry.